Event description:
The customer reported that the device did not function smoothly, heated up and was blocked. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device ran hot, the control unit seized and jammed, the motor is blocked, and the device is internally dry and dirty. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.